Manufacturer narrative:
B5; additional information received; the site assessed the acute kidney injury as not related to the study device, not related to the patient underlying condition/ disease and having a causal relationship to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1613c156e (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; explant date brand name endurant ii iliac stent graft; product ID etlw1613c156e (serial: (B)(6); product type: 0180-aortic stent graft; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. Esbf2514c103e was successfully placed followed by etlw1613c156e in the right iliac artery, and etlw1613c156e in the left iliac artery. It was reported 1 day post index procedure, the patient had a post procedure creatinine level of 1.55 mg/dl. The acute kidney injury occurred due to the coiling of the patients¿ accessory renal arteries due to the patient¿s anatomy during the evar procedure prolonging the patients existing hospitalization. The patient received treatment and was hydrated with fluids and monitored overnight. It was reported the following day, that the patients creatinine level dropped and was 1.52 mg/dl. The patient was discharged on the same day with an order for follow-up labs to monitor creatinine levels. The sponsor assessed the as related to the index procedure and not related to the device.

Manufacturer narrative:
Correction to annex f code: imf f08 missed in the previous report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was reported that the acute kidney injury had resolved 9 months after its onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.